Event description:
It was reported that device embolization and hypotension occurred. A left atrial appendage closure procedure was performed and a 35mm watchman flx laa closure device was implanted. On the same day post implant, about 2 and a half hours post procedure, the patient became hypotensive and it was noted that the watchman flx device had embolized into the left ventricle and ripped apart the mitral valve. The patient had emergency open heart surgery to remove the closure device. The mitral valve was repaired, and the left atrial appendage was ligated. The patient was transferred to another hospital shortly after surgery. The patient was in critical condition in the morning post procedure; however, as of later that afternoon, the patient was in stable condition.

Event description:
It was reported that device embolization and hypotension occurred. A left atrial appendage closure procedure was performed and a 35mm watchman flx laa closure device was implanted. On the same day post implant, about 2 and a half hours post procedure, the patient became hypotensive and it was noted that the watchman flx device had embolized into the left ventricle and ripped apart the mitral valve. The patient had emergency open heart surgery to remove the closure device. The mitral valve was repaired, and the left atrial appendage was ligated. The patient was transferred to another hospital shortly after surgery. The patient was in critical condition in the morning post procedure; however, as of later that afternoon, the patient was in stable condition. It was further reported that six days post procedure, the patient experienced a stroke. The patient was taken off life support and ultimately died.

Manufacturer narrative:
B5: describe event or problem: updated b2: date of death - estimated as 6 days post implant.

Manufacturer narrative:
The complaint device was not received at boston scientific (bsc) for analysis; however, media from the clinical procedure was provided to bsc and reviewed by a member of the bsc global medical safety organization. The media review report concluded: 8 still images and 9 short video clips were submitted for review. Pre-procedure imaging showed challenging laa anatomy with large ostium and very deep pectinate muscles with shallow depth above pectinate muscles. Pre-release imaging showed the device was deployed in only one lobe of the laa in fairly proximal position and more importantly with distal device compression. In addition, on the side with the pronounced pectinate muscles, there was not much tissue for the anchors to grab. The core wire was not coaxial to the device long axis rendering any tug test less effective. A whole proximal lobe with deep pectinate muscles was left uncovered with significant leak shown by color doppler. The media does not show the device embolization but shows several features during deployment/release that show an increased risk of embolization (i.e. Proximal position, not much tissue for anchor to grab, distal compression with partial folding in of anchors, wire not coaxial during tug test).

Event description:
It was reported that device embolization and hypotension occurred. A left atrial appendage closure procedure was performed and a 35mm watchman flx laa closure device was implanted. On the same day post implant, about 2 and a half hours post procedure, the patient became hypotensive and it was noted that the watchman flx device had embolized into the left ventricle and ripped apart the mitral valve. The patient had emergency open heart surgery to remove the closure device. The mitral valve was repaired, and the left atrial appendage was ligated. The patient was transferred to another hospital shortly after surgery. The patient was in critical condition in the morning post procedure; however, as of later that afternoon, the patient was in stable condition. It was further reported that six days post procedure, the patient experienced a stroke. The patient was taken off life support and ultimately died.